Event description:
It was found that the hand piece no longer meets the specifications for impedance, phase margin, and frequency. Device was used during a laparoscopic colon. Another hand piece completed case. No pt consequence.